Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. Initial reporter zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that a week following a cataract removal with intraocular lens (iol) implant procedure, the patient experienced a refractive surprise. The lens was later exchanged. Refractive enhancement was performed following implantation of the iol on (B)(6) 2017. It was noted that the outcome of the event continues/is not resolved.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a non-qualified cartridge. Two viscoelastics were indicated; only one is qualified for this lens with the qualified cartridge combinations. The history records for the cartridge could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).